Manufacturer narrative:
(B)(4).

Event description:
A presyncopal patient experiencing weakness was admitted to the hospital. Upon device interrogation, the right ventricular lead exhibited intermittent capture at high thresholds. The lead was explanted and replaced. The patient was in stable condition post procedure.